Manufacturer narrative:
Product complaint # (B)(4). Sent to the FDA: 07/17/2019 the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date in 2019 and suture was used. The needle separates from the suture during tissue passage. A new device was used to complete the procedure. There were no patient consequences reported.